Event description:
A customer reported a cartridge change error with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through troubleshooting steps, including inspecting and cleaning parts of the pump, but issues persisted when loading the cartridge. The case was escalated to a customer support associate, who advised using a cartridge from a different supply. The customer successfully loaded the pump after following proper procedures and expressed interest in pump renewal. Replacement cartridges were ordered, and the customer was satisfied with the outcome.